Event description:
Pt was positioned on a fracture table for repair of left hip fracture. At the end of the procedure, during the final stages of skin closure when the pt anesthesia was being reversed, the pt moved. Without a reliable method of being able to use a safety strap because of the shape of a fracture table, she could have fallen to the floor. Her near fall event was averted. Upon reviewing the event, it was noted that falls from fracture tables are reported in the literature. Event is reported because of concern about securing pt torso to this table is of concern.